Event description:
It was reported that during an ureteroscopy procedure for kidney stones the physician was using the fiber for approximately 4 minutes before the fiber fractured 3' distal to the insertion point of fiber through scope. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that during an ureteroscopy procedure for kidney stones the physician was using the fiber for approximately 4 minutes before the fiber fractured 3' distal to the insertion point of fiber through scope. The procedure was completed using an alternate device. There were no patient complications.